Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the right ventricular lead failed to capture. The lead was not used, and a new lead was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual and x-ray examinations did not find any anomalies except for procedural damage.